Event description:
It was reported by the customer that while preparing for treatment, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The touchscreen was unresponsive. There was no patient harm or injury reported.

Manufacturer narrative:
Other contact site telephone: (B)(6). Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11 , b5. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse was able to reproduce and confirm the poor touchscreen response issue. The hospital has not given permission for the repairs. Repairs are suspended until permission is granted. The customer was notified that a purchase order (po) is required to proceed with device evaluation/repair. As of 21 may 2026, no response or po approval has been received from the customer. Due to the lack of customer authorization, the complaint will be investigated with all provided information. Should the customer provide po approval at a later date, the complaint will be re-opened and further evaluated as appropriate.

Event description:
It was reported by the customer that while preparing for treatment, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The touchscreen was unresponsive. Treatment was delayed by several minutes due to equipment replacement. There was no patient harm or injury reported.